Event description:
The following has been reported: biomed reported: "ticket stated "service needed " cleaned and ran infusion pump test. Service needed alarm code appeared. Patient status unknown." A preliminary review identified the following issue: mechanical hardware failure. (Av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). The log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and found fva output pin had debris. Cleaned fva pins and channels. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. Fva lip seals and battery packs (counter reset) will be removed and replaced during repair process. No other damage found.